Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. This report is related to mfrs: 9610595-2026-00506 (2/9). 9610595-2026-00535 (3/9). 9610595-2026-00530 (4/9). 9610595-2026-00547 (5/9). 9610595-2026-00546 (6/9). 9610595-2026-00227 (7/9). 9610595-2026-00545 (8/9). 9610595-2026-00485 (9/9). Additionally, the following fields have been corrected: b5, h6. Additional information fields: d8, h3, h4. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: air/water channel, auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: micrococcus luteus/lylae. Sampling from: instrument channel. Cfu: 1cfu. Bacterial identification: rossellomorea sp. The device was evaluated where an additional potential adverse event was confirmed where foreign material was found in the auxiliary water channel. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Regarding the positive culture allegation: based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported having used the colonovideoscope on a patient while awaiting the results for routine culture testing. Positive culture test results were subsequently received. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
It was reported that the scope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.